Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited oversensing due to myopotentials. Oversensing resulted in pacing inhibition. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.